Event description:
Event description guidant received information that this implantable endocardial lead was found to have a fracture. Currently the lead is exhibiting oversensing and inhibition of pacing. Capture is obtained at 7.5 volts. The sensitivity was changed to least until a new lead can be placed.